Manufacturer narrative:
The test strips are not available for investigation. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation: patient/consumer .

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number: (B)(4) (meter a) and a different coaguchek xs meter (meter b) with an unknown serial number compared to an unknown laboratory method. The initial result from meter a using strip lot 65779319, expiration date 30-apr-2024 was 5.2 inr. The repeat result from meter a using strip lot 63312413, expiration date 31-jan-2024 after 6 minutes was 5.3 inr. The result from meter b at 10:00 am was 5.2 inr. The result from meter b at 12:01 was 5.2 inr. The laboratory result at 1:27 pm was 3.01 inr.  The patient's therapeutic range is 3.0 inr - 3.5 inr.    The lot number of the test strips used with meter b is 58517612 with an expiration date of 31-jul-2023.